Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited? No disposable, pump won't run". Per reporter residual volume was: 37.3, rate 2.1 ml.hr. And 61.55 was given. No adverse patient effects were reported. No additional information is available at this time.